Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that a patient with cervical spondylosis underwent spinal cage insertion surgery between the c4/c6 vertebral on (B)(6) 2025. It was confirmed that the cage inserted into the c4/c5 vertebral had shifted approximately 1-2 mm. The patient felt difficulty swallowing and requested resurgery although the surgeon considered the case did not need surgery. We did not obtain the implant. We do not receive any other adverse patient consequences reported.